Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. Log file analysis revealed several decreases in power consumption and estimated flows throughout the analyzed period beginning on (B)(6) 2024 to parameters below normal operating range since (B)(6) 2024. One (1) low flow alarm logged on (B)(6) 2024. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, death, cardiac arrhythmias, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues r elated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient resided in the country of romania and received vad medical care in germany. The atrial fibrillation (af) procedure was done in germany and approximately a week later, the patient died due to a cerebral bleed in the country of hungary.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. There were no performance allegations made against the controllers. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned devices revealed that the units passed functional testing. Failure analysis of (B)(6) revealed that the controllers passed functional testing. (B)(6) passed visual inspection. Visual inspection of (B)(6) revealed contamination within both power ports; this is an additional finding not related to the reported event and likely due to the handling of the device. Internal visual inspection of (B)(6) revealed a crack on a standoff post within the controller housing. The observed crack is an additional finding, not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed one (1) controller power-up event with an associated motor start event logged on (B)(6) 2024 at 03:06:43, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 52% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately forty (40) seconds. No anomalies were recorded, leading to the loss of power. Log file analysis also revealed a slight sustained decrease in power consumption and estimated flows throughout the analyzed period, and two (2) low flow alarms logged on (B)(6) 2024 at 05:42:57 and on (B)(6) 2024 at 09:33:34. Log file analysis associated with (B)(6) revealed that the controller was not in use and was likely the patient¿s backup controller. The reported low flow event was confirmed. Based on the available information, the device may have caus ed or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, death, cardiac arrhythmias, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 14-aug-2025 h3: yes d1: controller d4: (B)(6) d9: yes, return date: 06-aug-2025 h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Desc evt problem. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controllers were returned to the manufacturer. Manufacturer's analysis subsequently revealed an env ironment and mechanical problem was identified.

Event description:
It was further reported that the cardioversion was performed on the patient, but on its way home from hospital the patient experienced a lethal cerebral bleeding and died.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device experienced discomfort, shoulder pain, neck pain, low flows in the d evice, atrial fibrillation with a heart rate of 121, a low potassium level, and received a shock from an implantable cardioverter defibrillator. The patient was 59 years and 5 months old. Clinical investigation indicated that the atrial fibrillation, which contributed to the low flow situation, was likely induced by the low potassium level. The patient had visited a cardiologist and increased the dose of beta-blockers following the defibrillator shock. Cardioversion was planned after potassium substitution.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.